Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified that the strike plate had fractured at the threads and the threaded portion remained in the handle. The handle showed scratches and gouges. DHR was reviewed and no discrepancies were found. The root cause of the reported issue is attributed to design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It has been reported that during reverse total shoulder, the strike plate on the mini baseplate inserter broke off when the surgeon struck it with a mallet. No adverse events have been reported as a result of the malfunction.